Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had recently passed away around (B)(6) 2025. No allegation was made against the crt-d in relation to the patient's passing, but the field was looking to have device data reviewed by boston scientific technical services (ts) as they were concerned the crt-d may have declared code 1003 due to the patient's body being in the mortuary for eight days prior to being interrogated. Review of device data by ts confirmed these was no code 1003 in the memory and was no evidence of premature battery depletion. Previously, on (B)(6) 2025, the crt-d exhibited some non-sustained episodes with oversensing of noise, as well as signal artifact monitoring (sam) events that show minute ventilation chop and no capture on both channels. The patient appeared to have undergone a ventricular tachycardia ablation procedure that day in which the crt-d was programmed off. Some commanded shocks and an external shock were delivered successfully after the ablation procedure. Furthermore, on (B)(6) 2025, further loss of capture was noted on the atrial channel and there was some functional undersensing by the crt-d due to the big/small phenomenon. All evidence indicates the crt-d was explanted from the body and no additional adverse patient effects were reported.

Manufacturer narrative:
A risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with the available information, although no product was returned, boston scientific determined that this device likely exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the nature of incident for more information regarding the specific circumstances of this event. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the investigation determined a compromised lead or inadequate device-lead connection has the potential to create a transient high impedance condition, which may alter the minute ventilation sensor signal such that it becomes visible on egms and potentially subject to oversensing on the ra or rv channels.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had recently passed away around (B)(6) 2025. No allegation was made against the crt-d in relation to the patient's passing, but the field was looking to have device data reviewed by boston scientific technical services (ts) as they were concerned the crt-d may have declared code 1003 due to the patient's body being in the mortuary for eight days prior to being interrogated. Review of device data by ts confirmed these was no code 1003 in the memory and was no evidence of premature battery depletion. Previously, on (B)(6) 2025, the crt-d exhibited some non-sustained episodes with oversensing of noise, as well as signal artifact monitoring (sam) events that show minute ventilation chop and no capture on both channels. The patient appeared to have undergone a ventricular tachycardia ablation procedure that day in which the crt-d was programmed off. Some commanded shocks and an external shock were delivered successfully after the ablation procedure. Furthermore, on (B)(6) 2025, further loss of capture was noted on the atrial channel and there was some functional undersensing by the crt-d due to the big/small phenomenon. All evidence indicates the crt-d was explanted from the body and no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.